Event description:
It was reported to boston scientific corporation that a sensation small oval flexible snare was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure and inside the patient, the snare got unraveled showing a piece of metal. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.